Event description:
It was reported to Boston Scientific Corporation that an OverStitch Suture Cinch was used in the stomach during a Transoral Outlet Reduction (TORe) procedure on (b)(6) 2026. During the procedure, the cinch failed to deploy. The cinch was removed using scissors. There was an unsuccessful attempt to complete the procedure using a new Suturing Cinch, which also failed to deploy and was removed from the patient using scissors. The procedure was aborted and the patient will schedule a new TORe procedure.This is the second of two OverStitch Suture Cinches used in the same procedure.

Manufacturer narrative:
BLOCK H6 DEVICE CODE A150101 IS BEING USED TO CAPTURE THE REPORTABLE EVENTS OF CINCH FAILURE TO DEPLOY. IMDRF CODE F1001 IS BEING USED TO CAPTURE THE REPORTABLE EVENT OF PROCEDURE CANCELLED POST SEDATION/SEDATION UNKNOWN. IMDRF CODE F2301 IS BEING USED TO CAPTURE THE REPORTABLE EVENT OF ADDITIONAL DEVICE REQUIRED.

Event description:
IT WAS REPORTED TO BOSTON SCIENTIFIC CORPORATION THAT AN OVERSTITCH SUTURE CINCH WAS USED DURING A TRANSORAL OUTLET REDUCTION (TORE) PROCEDURE ON (B)(6) 2026. DURING THE PROCEDURE, THE CINCH FAILED TO DEPLOY. THE CINCH WAS REMOVED USING SCISSORS. THERE WAS AN UNSUCCESSFUL ATTEMPT TO COMPLETE THE PROCEDURE USING A NEW SUTURING CINCH, WHICH ALSO FAILED TO DEPLOY AND WAS REMOVED FROM THE PATIENT USING SCISSORS. THE PROCEDURE WAS ABORTED AND THE PATIENT WILL SCHEDULE A NEW TORE PROCEDURE. THIS IS THE SECOND OF TWO OVERSTITCH SUTURE CINCHES AND TWO OVERSTITCH SUTURES USED IN THE SAME PROCEDURE.

Manufacturer narrative:
Block H6:Device code A150101 is being used to capture the reportable events of Cinch Failure to Deploy.IMDRF code F1001 is being used to capture the reportable event of Procedure Cancelled Post Sedation/Sedation Unknown.IMDRF code F2301 is being used to capture the reportable event of Additional Device Required.Block H11:Device Evaluation -The Suturing Cinch was not returned for evaluation, and there was no media available for analysis. The reported event could not be confirmed.A risk review performed for the Suturing Cinch device confirmed that the event of Cinch Failure To Deploy, Additional Device Required and Cancelled/Rescheduled Post Sedation/Sedation Unknown is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the Suturing Cinch device is acceptable. The Ship History could not be completed because the required documentation was unavailable. A review of the Device History Record (DHR) could not be performed because the Ship History Review could not be completed due to the unavailable documentation. There is no evidence the device was improperly used per the Instructions for Use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/Labeling information.Based on all gathered information, there is not enough evidence to determine whether the Cinch Failure To Deploy was due to the physician's technique during the procedure or was related to a device malfunction. For the event Additional Device Required and Cancelled/Rescheduled Post Sedation/Sedation Unknown, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. All compiled information on this investigation determines that the most probable cause is Unable to exclude device problem.In (b)(6) 2026, Boston Scientific initiated a voluntary product removal associated with specific lots of the OverStitch Suture Cinch (Ref. (b)(4)). The referenced device was in scope of this product removal.